Event description:
It was reported that the patient experienced a loss of therapeutic effect after a fall in (B)(6) 2012. The patient fell on her front and hit her side; she lost therapy after the fall. It was suggested that the patient have reprogramming to possibly find relief. The possibility of permanent damage due to the fall was also discussed. Additional information was requested.

Manufacturer narrative:
Lead model 3093-28, lot# v759963, implanted: 2011 (B)(6). (B)(4).